Event description:
The complainant alleged that while treating a patient, (age, gender, and condition unknown), the handles would not discharge. The complainant did not indicate that there was an adverse effect to the patient as a result of the reported malfunction.